Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. While suturing, the needle on a 4-0 suture broke into 2 pieces. No reported patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: this happened with 2 consecutive suture packages but the third stayed intact. Mcryl ud 18in 4-0 s/a ps-2 prm mp (y496g) : side affected: unknown ## reason product is not available: discarded.mcryl ud 18in 4-0 s/a ps-2 prm mp (y496g) : lot/batch number: list any j&j products that were utilized during the case but did not contribute to the reported. Event. ##. Was there any reported patient or user harm? Unknown. Was there a significant delay? No. If available, provide the product order number (po). Do you need product packaging to send the product back? No.would you like a return label at the end of this process? No. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the needle fall into the patient? The needle fragments were all retrieved without incident and there was no harm to the patient or surgeon. 2. If yes, was the needle piece(s) retrieved during the same procedure? Na.3. Were x-rays taken to locate the needle piece(s)? Na.4. What measures were implemented to retrieve the broken piece? Na. 5. Were there any patient consequences? No harm to the patient or surgeon. 6. Please provide the source or title of external person providing answers to follow-up: a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.